Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) used with the ilet experienced intermittent cgm signal loss, which was temporarily resolved by unpairing and repairing bluetooth, cycling bluetooth, and reinstalling the app, with glucose readings subsequently restoring; the problem was characterized as intermittent communication failure and associated with the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the patient, analysis of information provided by the user, and review for interoperability issues. Investigation of this case revealed an interoperability problem between connected systems consistent with intermittent communication failure, with involvement of the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial